Manufacturer narrative:
Approximate age of device- 11 months. The device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The instructions for use provides information regarding how to prevent infection and how to care for the driveline exit site. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2018 for evaluation of possible driveline infection. The patient was treated with unspecified parenteral antibiotics. No additional information was provided.

Event description:
Additional information received 14oct2019 reported that the patient was admitted from the cardiology clinic upon presentation of driveline infection on (B)(6) 2018. The patient presented with increased soft tissue thickening and inflammatory changes surrounding the distal 5.3cm of the driveline. No signs of sepsis, no fever chills, or significant drainage from the site at any time. Upon admission, the patient¿s white blood count (wbc) was normal 9 and c-reactive protein (crp) of 13. A CT of the abdomen revealed without abscess. The patient received intravenous (IV) vancomycin and levaquin as antibiotic therapy. The patient has been afebrile and had right peripherally inserted central catheter (PICC) placement tip in the low right atrium which was visible in the CT scan. The PICC was retracted to project low superior vena cava (svc). Infectious disease (ID) consult states that patient has a somewhat "indolent" staphylococcus aureus infection for quite some time and it was agreed to continue IV vancomycin and discontinue levofloxacin. ID plans to monitor pending blood cultures but has overall low concern for bacteremia. The patient is to remain on warfarin (4mg) and aspirin (81mg) daily. On (B)(6) 2018, the patient¿s wbc was 10.5, afebrile, and crp at 32. An infectious disease follow-up appointment was scheduled on (B)(6) 2018 to discuss the need for ongoing oral therapy. The patient was started on ceftriaxone 2mg q24h per pharmacy, methicillin-susceptible staphylococcus aureus (mssa) was reported on (B)(6) 2018. The patient was discharged on (B)(6) 2018 to home with IV antibiotics in stable condition with wbc of 8.4, international normalized ratio (inr) 2.63 . ID physician notified (B)(6) 2018 subject had growth of finegoldia (peptostreptococcus) in addition to mssa after discharge and the patient was prescribed oral doxycycline for 14 days and oral metronidazole 500 mg two time a day for 14 days. No further information was provided.

Manufacturer narrative:
Date rec¿d by MFR: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide#: (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).